Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. The customer's sensor glucose value was 215 mg/dl. The customer stated that the pump shut off high alarm and left low alarm through the night. The customer reported cannula to appear slightly bent. The product was not returned for analysis.